Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of colposcopy on (B)(6) 2020, cesarean section in 2011 and bronchitis, alcohol use, smoker (0.5 packs/day for 12 years), colon cancer, seizures, hypertension, alcohol use, breast cancer, diabetes, tonsillectomy, asthma, bacterial vaginosis, parity 2, gravida ii and pelvic pain female. Concurrent conditions were listed as menstrual cramp and pelvic pain female. The only concomitant product mentioned was ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 350 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: summary of history and hospital course: patient was admitted on (B)(6) 2014 for a procedure(s) (lrb total vaginal hysterectomy (n/a). Patient underwent tvh hysterectomy without difficulty. Postoperative course uncomplicated. Discharged condition: doing well postoperatively. Pain is well controlled. Patient is ambulating well. Patient is tolerating a normal diet. Flatus has been passed. Discharge medications: oxycodone-acetaminophen 5-325 mg tabs commonly known as: percocet , ibuprofen 800 mg tabs commonly known as: motrin, proair hfa 108 (90 base) mcg/act aers generic drug: albuterol. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-sep-2023: medical record received. Surgical pathology report added. Medical history added reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.